Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and the hcp. It was reported that the patient was able to start charging the ins after using the antenna locate feature on (B)(6) 2019 however, the patient could not get the ins past a 1/4 charge even though they 6-8 coupling bars and had been charging for 8-10 hours. The full system will be replaced on (B)(6) 2019. It was noted the doctor wanted to try and get the stimulation on, so they could determine where coverage was with the patient's current leads, but due to the patient's inability to meet with the doctor due to working long hours, an attempt will be made to get stimulation on (B)(6) before the replacement surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-17. The patient¿s existing leads and ins were explanted in entirety today (B)(6) 2019) and replaced with new leads and a new ins per the patient¿s request. The healthcare professional (hcp) does not release explanted items to reps to send back; therefore, leads and ipg will not be returned. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had lost their programmer a "couple years" prior to the report, and they were unable to get a replacement programmer because their doctor had closed their office and they couldn't find another doctor to write the prescription for the replacement programmer. Because the patient didn't have a programmer to adjust their stimulation, they stopped using the device and let the ins deplete, which resulted in it going into overdischarge. No symptoms were reported. On (B)(6) 2019, the rep reported that the patient found a new doctor who would be replacing the ins on (B)(6) 2019. The doctor wanted to see what kind of coverage the patient was getting with their current leads before the replacement, so the patient was going to try recharging the ins on (B)(6) 2019. The rep reported that if the patient couldn't get the ins to charge, then they would try the antenna locate (al) feature when the patient would be available to do so. No further complications were reported or anticipated.